Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their gums are being pressed down between their two front teeth as they shift closer together. They reported blood and puss being left behind in their aligners, as well as their gums are sensitive to touch. Patient advised to see their dentist for possible abscess.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.